Manufacturer narrative:
MDR was submitted in accordance with activities related to CAPA# 734075. A5a:  patient ethnicity- white. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(4) having spinal therapy. Interventions action subtype: ae result in any treatment action result: y action subtype: hospitalization action result: no hospitalization action subtype: medication administration action result: yes any of these opiates or narcotics (adjusted or administered) no outcome status not recovered/not resolved diagnostics action type: diagnostic action subtype: computed tomography-1 action result: mild apparent loosening of the pedicle screws of l2 and s1 bilaterally. Action date: (B)(6) 2025 action info: clinically significant y action type: diagnostic action subtype: diagnostic tests performed action result: yes it was reported that patient noted with persistent low back pain. Lumbar CT showed apparent l2 and s1 screw loosening. Site seriousness assessment: there is no congenital anomaly, death, disability, hospitalization, life threatening and medical intervention. Site related assessment: it is probable related to study procedure and device.